Event description:
Event description boston scientific received information that this right atrial lead had an impedance measurement of greater than 2,500 ohms prior to the device changeout procedure. The lead was then tested with the pacing system analyzer (psa) and the impedance measurement was normal. Once connected to the new device, the impedance was measured at 750 ohms. No adverse patient effects were reported.